Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced pump stops when connecting to the power module on (B)(6) 2020. The patient received a non-grounded cable. It was later reported that external damage was suspected and a driveline exchange would be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline damage that could have resulted in a pump stop on the power module was confirmed based on the evaluation of the returned driveline. Approximately 26¿ of the distal portion of the driveline from heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(6), was returned for evaluation. Approximately 1.5¿ of the silicone jacket was present from the controller connector and was covered in rescue tape. The returned driveline confirmed superficial driveline damage to the outer jacket underneath the tape. Electrical testing of the returned driveline showed the green wire to be fractured, which was consistent with the findings of the onsite abbott representative. Disassembly of the driveline further confirmed a complete fracture of the green wire approximately 4" from the distal end of the controller connector. The fracture of the green wire was consistent with damage as a result of repetitive flexing of the driveline. There was no evidence of mechanical damage such as crushing or pinching. The fracture of the green wire could have interrupted pump function as a result of the exposed conductors contacting the braided shield and shorting to ground if the device was supported by the power module. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) patient handbook was shipped with the implant kit. Section ¿living with your heart pump¿ of this handbook contains information on ¿caring for the percutaneous (perc) lead.¿ however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The patient handbook also provides instructions in the event the pump stops, and pump stops due to loss of power in section ¿handling emergencies.¿ the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) was shipped with the implant kit. Section 4 of this IFU discusses damage due to wear and fatigue of the driveline. Cessation of pumping is listed as evidence of possible driveline damage. Section 4 and 22 of the IFU also provides information on driveline care and cleaning. The user should check the driveline for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.